Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 - 00973. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately three days post-implantation, the patient was revised because the head came off the trunnion. Attempts have been made and no further information has been provided.